Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the integrated electrical surgical unit (erbe) was triggering error c-34 when the surgeon attempted to use the monopolar energy. The surgeon was able to complete the surgical procedure by using only the bipolar energy. The customer received phone assistance from the technical service engineer (tse). The reported error returned immediately when tse had the customer power cycle the erbe. The tse asked the customer to remove the power cord, remove and reseat the three connectors on the back, install the power cord, and power the erbe back on but the error returned immediately. The tse assisted the customer on connecting a third party generator for the following procedures. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the c-34 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure was confirmed and reproduced. Fa found error c-34 in the logs. The unit was placed on an in-house system and was run in normal mode.